Manufacturer narrative:
Intermittent button press noted due to moisture damage on keypad trace.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.